Event description:
It was reported that the patient received an alert for charge time limit reached. However, device interrogation in clinic noted that the charge time was within normal limits. A capacitor maintenance was performed which gave a long charge time but it was suspected that a telemetry anomaly was the cause. A second capacitor maintenance was in normal range. The frequency of the automated capacitor maintenances was increased. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.